Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user sought assistance connecting a glucose sensor to the ilet system and the sensor did not connect because the user had a freestyle libre 3 sensor rather than the compatible libre 3 plus sensor. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included user education on proper sensor compatibility and the ilet warmup requirement. Investigation included guided troubleshooting of the ilet pump and mobile app and verification of sensor model. Investigation of this case revealed product use with an incompatible third-party sensor, with no malfunction of the ilet pump or its components identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incompatible sensor selection.